Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal discharge, irregular vaginal bleeding, urinary urgency, urge incontinence, hematuria, dysuria, and dyspareunia. (B)(4).

Event description:
It was reported that a patient underwent an obturator sling procedure on an unknown date. The patient experienced erosion and vaginal pain, and will require additional medical treatments.

Manufacturer narrative:
It has been reported that following insertion the patient experienced recurrent urinary tract infection, deviated urinary stream and urinary incontinence. (B)(4).

Event description:
It has been reported that following insertion the patient experienced recurrent urinary tract infection, deviated urinary stream and urinary incontinence.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a laparoscopic supracervical hysterectomy and cystoscopy due to dysmenorrhea and stress urinary incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) undefined medical treatments. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. It was reported that the patient experienced erosion of her internal bodily tissue, pain, vaginal pain, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures and additional medical treatments. No additional information was provided. (B)(4) - dyspareunia.